Event description:
A chemotherapy medication IV bag prepared with the b.braun onguard closed-system transfer device (cstd) system, was found leaking. It was discovered that approximately 15-16 hours into the infusion, the patient was found with the end of the primary tubing disconnected from the b.braun orange cstd. Upon further investigation, it was determined that the b.braun orange cstd can be disconnected from the primary tubing with some force. This issue was escalated to b.braun as well. Item: onguard 2 cstd syringe adaptor lock ii (orange one) lot: uby585 exp: 2028-07-31.